Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an occlusion alarm while using a contact detach infusion set, and the issue resolved after replacing the infusion set and cartridge, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed deformation consistent with an obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.